Manufacturer narrative:
The manufacturer previously reported the internal battery needed to be replaced due to an error log related to the charging of the internal battery. The internal battery was replaced. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.